Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6)2026, it was reported that the patient reported that he was ¿hospitalized due to our product¿. He stated his cgm displayed a value of 325 mg/dl which caused him to take ¿too much insulin and ended up on the floor¿. The patient refused to provide any further event details stating he ¿no longer wished to be associated with dexcom¿ and intentionally ended the call. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.